Event description:
It was reported that during routine check cardiosave intra aortic balloon pump (iabp) was found to have broken fiber optic. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: e1, e2, e3, g2. The fse that encountered the issue replaced the broken fiber-optic sensor extension cable assembly. In addition, the fse reattached the helium line connection to cv1. The fse performed full calibration. The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to service. The failure analysis and testing dept. Received part with a reported unit failure of a broken fiber optic connector. The fat performed a visual inspection and found the part to have a broken fiber optic connection port. Retaining the part in the failure analysis and testing department per procedure

Event description:
N/a.